Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: patrick t. Magahis, et al. "Acute worsening of gastric outlet obstruction following eus-guided gastrojejunal bypass". American society for gastrointestinal endoscopy 2023; vol 8: 235-238. Doi: https://doi.org/10.1016/j.vgie.2023.02.008. Block h6: imdrf patient code e2328 captures the reportable patient complication occlusion. Imdrf impact code f08 captures patient hospitalization. Imdrf impact code f2202 captures the additional endoscopic procedure. Imdrf impact code f2301 captures the placement of additional fully covered esophageal stent to treat occlusion.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through article, "acute worsening of gastric outlet obstruction following eus-guided gastrojejunal bypass", by dr patrick t magahis, et al. A 54-year-old man with metastatic signet cell adenocarcinoma of the gastric antrum and suspected partial gastric outlet obstruction (goo) presented with worsening nausea, vomiting, and an inability to tolerate peroral intake. The patient underwent endoscopic ultrasound guided gastrojejunostomy (eus-gj) to bypass the obstruction with successful placement of a 15 mm electrocautery-enhanced lumen-apposing metal stent via endoscopic and fluoroscopic visualization. A coaxial 10fx 10cm double pigtail plastic stent was deployed through the lams to decrease the risk of delayed bleeding and stent occlusion. The patient tolerated the procedure without adverse events and was discharged the same day. Per the article, the patient presented to the emergency department 2 days post procedure and the following adverse events occurred with the study patient: nausea, intractable emesis, and occlusion. Please see the referenced article for full details. Note: it was reported that the axios stent was implanted during an eus-gj procedure to treat partial gastric outlet obstruction. However, per the axios stent and electrocautery enhanced delivery systems instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70 % fluid content. The axios stent is not indicated to be used transgastric to jejunum for gastric outlet obstruction.